Event description:
It was reported that the patient had a pseudomonas and methicillin-resistant staphylococcus aureus ( mrsa) driveline infection. The patient underwent irrigation and debridement on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was admitted on (B)(6) 2021 with a worsening driveline infection.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted to the hospital from a clinic visit on (B)(6) 2022 with worsening driveline infection. The patient was on chronic suppression with doxycycline since (B)(6) 2021. Intravenous antibiotics were started upon admission. Computed tomography (CT) scan showed fluid collection. Following irrigation and debridement, a vacuum assisted closure (vac) dressing was placed. The patient was discharged on (B)(6) 2022 on cefepime and vancomycin for pseudomonas aeruginosa and staphylococcus epidermidis.